Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual inspection an internal insulation abrasion breaching the ring electrode cable lumen at the proximal region. The ring electrode etfe cable coatings, the inner coil lumen, and the ptfe liner were found intact and undamaged. Visual inspection found two external insulation abrasions breaching the optim sheath at the proximal region consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.